Manufacturer narrative:
H3: device evaluation anticipated but not yet begun. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during an angiogram of the left leg, the hub of a flexor high-flex ansel guiding sheath separated upon removal of the device. Access was obtained in the right femoral artery for a contralateral approach to a stenosed distal femoral-to-popliteal bypass. Upon removal of the sheath over a super-stiff amplatz wire, with the dilator in place, the hub separated from the sheath. There has been no report that the patient required additional procedures or experienced any adverse effects as a result of this event. Additional information has been requested but is not available at this time.